Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: some turns of the locking threads are indeed damaged / shaved off. Possible cause of these damages could have been as the locking screw was positioned on an unfavorable angle so that the material was getting shaved off. Based on investigation, the root cause was attributed to be user related. The failure was caused by possible inadequate angulation / positioning during screw insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the thread on the screw came away as it was being inserted.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the thread on the screw came away as it was being inserted.